Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise when it was connected to the patient¿s old ra lead during the implant procedure. The noise was intermittent before the device was placed into the pocket, but after being fully implanted, no noise was observed. Additional information made available from the field indicated the patient¿s old ra lead still had high out-of-range (oor) pacing impedance measurements once connected to this crt-p and the source of such oor impedance measurements remains unknown. This crt-p remains in service along with the patient¿s ra lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.